Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), neuron max 6f 088 long sheath (neuron max), a velocity delivery catheter (velocity), a stent retriever, and a guidewire. It was noted that the patient had elongated vessels. During the procedure, the physician experienced resistance while advancing the red72 over the velocity and guidewire through the neuron max into the target location using an anchor technique with the stent retriever. While aspirating and pulling back, the neuron max inadvertently jumped back into the carotid artery, leading to the fracture of the red72. The physician then partially removed the fractured red72 and then used a snare device to successfully remove the remaining red72 fragment. The physician then continued with the thrombectomy procedure but was unable to treat the m2 segment of the middle cerebral artery (mca) and the a2 segment of the anterior cerebral artery (aca). It was reported that the catheter was unable to reach the a2. The procedure ended at this point.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 04/17/2024: 1. Section b. Box 5. Describe event or problem. 2. Section d. Box 4. Lot #. 3. Section d. Box 4. Catalog #. 4. Section d. Box 4. Expiration date. 5. Section d. Box 4. Unique identifier. 6. Section h. Box 4. Device manufacture date. Emboli is included as a possible complication in the instructions for use (IFU) for the penumbra system. Evaluation of the returned red72 confirmed that the catheter was fractured and revealed stretching at the fractured site. This damage typically occurs if the red72 is retracted against resistance during use. Further evaluation revealed that the red72 was kinked distal to the stretched location. This indicates that the distal shaft of the red72 may have become pinned within the patient¿s anatomy during the procedure. This likely contributed to resistance during retraction. If the red72 is retracted against this resistance, it may become stretched and subsequently fracture. Further evaluation of the device revealed kinks on the proximal shaft and additional kinks on the distal fractured segment. The kinks on the distal fractured segment likely occurred during snaring and retrieval of the distal fragment. The kinks on the proximal shaft were incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), neuron max 6f 088 long sheath (neuron max), a velocity delivery catheter (velocity), a stent retriever, and a guidewire. It was noted that the patient had elongated vessels, and tortuous anatomy. During the procedure, the physician advanced the red72 over the velocity and guidewire through the neuron max into the target location using an anchor technique with the stent retriever. While the red72 was repeatedly being retracted while aspirating to compensate for build tension in the system, the neuron max moved forward into the carotid artery, leading to the red72 fracturing. The physician then removed the proximal red72 and observed under fluoroscopy that the distal length of the red72 remained in the patient. A snare device was then used to successfully remove the red72 fragment. The physician then continued with the thrombectomy procedure and successfully treated the m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), velocity and neuron max. It was reported that the physician was unable to treat the a2 segment of the anterior cerebral artery (aca) due to the red62 not being long enough to reach the a2 segment. The procedure ended at this point, as the physician noticed that the ica was open.